Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of connection issues between the 24g insyte autoguard IV catheter and a non-bd extension set could not be confirmed from the five representative 24g insyte autoguard devices that were provided for investigation. A visual and microscopic examination of the returned samples revealed no damage or defects. A functional test showed no leaks from the catheter or at the connection with the yellow connector. The affected unit was not provided for investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
The problem was when screwing the j-loop to the 24-gauge IV cannula. They wouldn¿t connect appropriately, causing a lot of leakage. Serious injury? No.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.